Event description:
It was reported that during a cryo ablation procedure, the balloon was thick, preventing aspiration from the tip. Air continued to be drawn from the valve region of the balloon catheter due to negative pressure inside of the sheath. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the 2af284 balloon catheter with lot number 11929 were returned and analyzed. No patient file or failure file was received. The attached image showed a balloon catheter, but the issue was unable to be confirmed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. The data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into the sheath), the outer balloon distal bond diameter was measured 0.160 inches, which was out of specification. In conclusion, the balloon catheter failed the returned product inspection due to the outer balloon distal joint od being out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.